Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2006, the patient presented with pre-op diagnosis of status post l5 pathologic fracture after a posterior lumbar interbody fusion , pseudoarthrosis with instability , post reconstruction, intractable back pain and bilateral leg pain, right greater than left , and residual cauda equine syndrome. The patient underwent l3, l4, and iliac crest pedicle screw and rod fixation with a lateral posterior fusion using rhbmp-2 and bonegraft. Per op-notes, ¿.. Surgeon was able to expose the rod and screws and identified sacral screws to be very loose. The set screws wee removed and rods were removed. The screws at sacrum were removed... Before placing the rods in to the screws , the surgeon decorticated the transverse processes and sacral ala and then placed collagen sponges soaked with rhbmp-2 surrounding pieces of bone graft..the patient was taken to recovery room .. She was requiring high doses of narcotics for pain control..¿ on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.